Event description:
The customer reported that the image of the 9800 system would not rotate on the monitor. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and was unable to reproduce the issue. The camera was rotated clockwise and counter-clockwise directions. The system was tested and operates as intended.